Event description:
The MFR received information alleging a ventilator would not cycle properly. There was no harm or injury reported.

Manufacturer narrative:
The ventilator was returned to the MFR for evaluation. The device's logic board was replaced to address the issue.